Manufacturer narrative:
Image review: a review of the provided image was performed by an intuitive surgical, inc. (Isi) fae. The following additional information was provided: it looks like there is a fragment missing from the main tube. The probable root cause could not be established as no product was returned for failure analysis for further investigation of the alleged failure mode.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the fenestrated bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument became unresponsive. The bedside assistant tried to remove the instrument (did not use the instrument release key) and the instrument became stuck inside the port. It was unknown how site managed to remove this from the patient however, when they did, the instrument what still lodged in the cannula, and they were unable to remove. They sent this to sterilization still with the cannula. Another surgeon informed that the site had to break the instrument to remove the cannula as they could not afford to send the cannula away. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 11/14/2025: the instrument was inspected prior to use with no damage observed. The surgeon believes the instrument became unresponsive due to colliding with the cadiere forceps. The customer cannot provide the exact time frame the instrument was in use, but said it was not too long. It was the start of the procedure. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure before it became nonresponsive. There was no stuck tissue and there were no fragments. No post-operative tests like an x-ray or ultrasound performed to check for remaining fragments as it was not required. The instrument wrist was straightened prior to attempting to remove it. There was no other damage to the instrument before/after the event occurred. The procedure was completed robotically with a 10-15 minute delay. There was no injury, and the patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The instrument was removed within the cannula and was broken once out of the patient.